Manufacturer narrative:
Date of event is unknown date between (B)(6) 2018 and (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Code (B)(4) used to capture required surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent revision surgery due to malunion. Original implantation occurred on (B)(6) 2018 to treat a very displaced sclerotic dens fracture. A post-op imaging was performed and it was found out that the dens screw had failed and did not engage well. The patient was revised to a posterior fusion of c1/c2 using a mountaineer. The procedure was completed successfully with no surgical delay. Patient's status is unknown. This report is for a cannscr ø3.5 self-drill l36/12 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that on (B)(6) 2018, the patient underwent revision surgery due to malunion. Original implantation occurred on (B)(6) 2018 to treat a very displaced sclerotic dens fracture. A post-operative imaging was performed and it was found out that the dens screw had failed and did not engage well. It was further reported that the issue perhaps was not the failure of the dens screw, but that the trajectory of screw placement was very difficult. Moreover, the due to the bone quality and the screw position, the dens returned to it's original displaced position. The patient was revised to a posterior fusion of c1/c2 using a mountaineer. The procedure was completed successfully with no surgical delay. Patient's status is unknown. This report is for a cannscr ø3.5 self-drill l36/12 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number was reported to be 300007170, but was found to be invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.